Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at 98mcg/day via an implantable infusion pump. It was reported that the patient's pocket was infected and there was wound dehiscence. It was reported that the patient was implanted in (B)(6) 2019. It was reported that during a wound wash procedure the wound had dehisced on (B)(6) 2019. It was reported that some of the incision tissue that was damaged was removed and then the incision was reclosed. There was no rep at the operation in (B)(6). On (B)(6) 2020 the patient had another procedure to wash out the wound due to another instance of wound dehiscence. The incision showed signs of inflammation and serous fluid with visible exposure of the pump. The hcp opened the incision and found a hematoma and peritoneal hernia. The hcp excised the damaged tissue, washed out the pocket, placed the pump back in the pocket, and closed the incision. It was unknown if the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported.